Event description:
The customer reported via phone call that they experienced high blood glucose after changing their site. Customer reported their blood glucose rose to 485 mg/dl. The customer treated their blood glucose with the insulin pump and their blood glucose declined to 285 mg/dl. Customer also reported a reservoir leak. Customer was unsure if the leak was past the first or second o-ring. The customer was also unable to confirm if they had a air bubble in the reservoir. Customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.